Manufacturer narrative:
E2/e3: no information available for the occupation of the initial reporter or whether they are a healthcare professional. The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the subject device had broken lens. This issue occurred during service/maintenance. There were no reports of patient harm.

Event description:
There were no reports of patient involvement.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation and due to new information received updated fields: a2 - dob null, a2 - age units (patient), a4 - weight units (patient),a5 - ethnicity, a6 - race, b5, b6, b7, d4, d8, h2, h3, h4, h6, h11. The device was returned to olympus for inspection and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: component failure of internal lens. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: lens was broken due to component failure of internal lens. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.